Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced a cgm accuracy issue. On 09/23/2024, it was reported that the patient ¿got sick¿ but no physical symptoms were reported. It was stated that the patient was blind and a ¿brittle diabetic¿. No cgm/bg meter comparison values were reported at this time. The patient was wearing an omnipod 5 insulin pump. The patient self-treated with novolog insulin at this time. On (B)(6) 2024, the patient¿s neighbor helped her get to the hospital. There were limited details provided about what lead up to this. Once at the hospital, patient¿s cgm was reading 54 mg/dl, and the bg meter was reading 254 mg/dl. The reporter could not recall the medication or treatment the patient received while she was hospitalized, other than novolog insulin. She was discharged home after 2 days. The patient was ¿doing okay¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.